Event description:
It was reported that there were high lv thresholds. (B)(6) 2010: it was reported that there was possible early battery depletion due to high lv outputs. Previous experience on the lead includes high lv thresholds. The device was explanted and replaced, the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Analysis of the (B)(4) device revealed normal battery depletion.